Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6, h10.

Event description:
N/a.

Manufacturer narrative:
A (B)(4) field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "auxiliary leak" issue. The fse performed the autofill and pump which operated as it should and all manifolds test all tests passed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an auxiliary air leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.